Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the pressure gauge to their amsco 400 sterilizer required replacement. The pressure gauge was not installed by steris and had been installed by a third-party service provider. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.

Manufacturer narrative:
The steris service technician ran all test cycles for the sterilizer and confirmed the unit to be operating properly; no issues were noted. The reported event may be attributed to the third-party installation of the pressure gauge. The user facility is currently closed and stated they will contact steris for re-install and start-up of the amsco 400 sterilizer when they are ready to place the unit back in service.